Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that during the use of the pump, a "high pressure" alarm went off. No occlusion in the catheter was observed. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.